Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
When the head motor was released to go down, the bed would stop and lower quickly and the motor would continue to run.